Event description:
The child's parents reported a decrease in the child's responsiveness. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was done on 12/03/1996. The surgeon determined that the electrode array of the replacement device was kinked. The second device was explanted & a third device reimplanted on 12/06/1996. The serial number referance for this report is the first device.